Event description:
It was reported that the patient presented in clinic for two week follow-up post implant. Upon interrogation, it was noted the patient was in atrial flutter. The pulse generator was undersensing and not performing mode switch. The patient was asymptomatic. The device was reprogrammed and the issue was resolved. The patient was in stable condition and would continue to be monitored.